Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 6.2 cubie was jammed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer performed a hardware test and application test, opened and closed drawer several times, and found no issues. The system functioned as intended after the field service engineer troubleshot the device.